Event description:
Procedure type: laparoscopy. According to the reporter: the pt reports that the instrument jammed on the pt's tissues; resection of tissues was done to release the instrument and the surgeon applied another device.

Manufacturer narrative:
(B) (4). (B) (4).